Event description:
The stent dislodged from the balloon while advancing through the check flo valve on a 6fr cook ansel sheath. No harm to the patient.

Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the crimped 6mm x 22mm stent came off the balloon while introducing the stent through the 6fr introducer sheath. On inspection of the returned product, the stent was still in the crimped state had showed signs that it had been properly crimped. There were no signs of damage to the stent. The outside diameter of the stent was measured and was 2.14mm. This diameter is indicative of a properly crimped stent as it is of the same diameter range of the other (B)(4) samples that were measured during the quality inspection. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing,(when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped.) The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The 6fr cook introducer sheath was also returned. The introducer sheath was inspected for damage. The introducer sheath valve appeared to be in good shape and was also not damaged. The inner diameter was measured going through the valve and the inner diameter was .087mm. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that the two lots of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the 7fr introducer sheath without any stent dislodgments. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or the lot of the stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.